Manufacturer narrative:
Visual analysis and additional testing methods were performed on the returned device. The reported imaging loss and difficulty advancing the catheter were unable to be confirmed due to the returned condition of the device (dried contrast within the sheath) which prevented functional testing and the operational context of the reported difficulty to advance; however, the reported kink was able to be confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported imaging loss, difficulty advancing the catheter, and the damage (kink/bend) are consistent with operational context. The catheter was noted to be kinked and the optical fiber was broken¿which caused the reported loss of imaging. In this case, it is likely that the patient anatomical condition (heavy tortuosity) caused the noted optical fiber break and kink/bend. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure the dragonfly optis imaging catheter was intended to be used in the mid to distal right coronary artery (rca) lesion with heavy tortuosity and calcification. The imaging catheter had difficulties crossing the tight lesion, and became bent, and possibly damaged the lens (no images displayed). Therefore, the imaging catheter was removed from the patient, and the procedure was completed with another dragonfly optis. There were no adverse patient effects and no clinically significant delay in the procedure. Analysis of the returned device found a break at the junction of the window tube and the black sheath. The window tube was pulled away from the black sheath, exposing 15 cm of the torquewire. Additional information from the account reported that the sheath break occurred during catheter insertion in the patient. No additional information was provided.